Event description:
During endoscopic mucosal resection (emr), when closing emr site: fourth and final x-tack came off inside scope and got caught in sheath in scope in patient thus rendering it unable to deploy. Then had to back scope up off actual sheath to get thread back to attempt to cinch with a long suture cinch and it also did not deploy completely, wire bent unable to completely cinch nor remove. Failed x-tach and cinch. Patient code: 2687. Device codes: 1212, 3270, 1528, 2981. Ref report: mw5181944.